Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and device was not detected on bus. The customer tried to reboot, recover and reseat the power cord, but the issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and device was not detected on bus. A field service engineer (fse) pushed the call to customer support centre (csc) referencing the knowledge article "legacy full height drawer no longer accessible after applying firmware 1.8.2.12" to resolve the issue. It was identified that the medstation es units at the site were impacted by a lower firmware version, causing storage spaces to become inaccessible. The recommended workaround outlined in ka was to be applied to address the issue. The technical support specialist (tss) also confirmed that the case had already been worked on by another resource, and the issue was resolved accordingly. The system functioned as intended after the field service engineer investigated the issue.